Manufacturer narrative:
Tracking #.48524. Based upon the inquiry info rec'd, visual examination and functional test, it was confirmed that the reported incident occurred. The device was examined and would not arm as rec'd. The obturator handle weld was measured and found to be skewed. The obturator handle is welded during the assemble process.

Event description:
It was reported during a laparoscopic appendectomy the 355ld would not lock in the activated position when the tech attempted to arm it. They opened another 355ld, it armed correctly and the case proceeded. There was no consequence to the patient.